Event description:
Foley catheter placed. Foley found out of bladder, noted to have a hole in the balloon. Manufacturer response for catheter, surestep foley tray system (per site reporter): picture was taken and sent to manufacturer.